Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose reading was unknown. Troubleshoot was performed. The insulin pump was damaged by a ball. The insulin pump was beeping and went black. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test and the displacement test or verify missing segments or partial display due to display anomaly.